Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leaked at catheter junction maternal amniotic fluid afi 62, 2024-10-21 11:30 followed the doctor's instructions to give 0.9% sodium chloride injection 500 ml + vitamin c1g intravenous drip, using a closed venous indwelling needle for puncture, after puncture there is a reflux of blood from the handle of the needle, and there is a liquid outflow at the handle of the needle after opening the infusion regulator, immediately stop the intravenous infusion, replace the venous closed indwelling needle and then re-puncture.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot#4052079 1-this batch of products were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found on the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defect states at the paddle hub of the complained sample cannot be identified, the root cause of the leakage there cannot be determined.